Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.3¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (strip lot number:d150806-1). The control solution tests for level low are 62/65 mg/dl, for level high are 269/277 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. We tested the returned strips(strip lot number:d150806-1). The control solution tests for level low were 63/60 mg/dl; for level high were 287/284 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer, (B)(4), received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 around 8:00pm. Patient's sister in-law(cm) called in stating that the prodigy meter was not reading properly and wanted to know how to adjust the meter to read properly after having had to call paramedics for patient(her brother in-law). Cm stated that patient was not coherent, and non-responsive. Cm performed a blood glucose test on the patient with the prodigy meter and received a result of 84mg/dl. Paramedics were called approximately 15 minutes after testing with the prodigy meter. Paramedics arrived approximately 15 minutes after being called. Upon arrival paramedics tested patient with their meter with a result of 45mg/dl. Approximately 20-30 minutes passed between testing with the prodigy meter and the paramedic's meter. Patient was transported to ER by paramedics. Upon arrival at ER patient drank a cup of orange juice and ate peanut butter crackers. Patient's blood glucose was retested with the hospital's meter with a result of 51mg/dl. The prodigy meter read 86mg/dl. Patient was then given a ham and cheese sandwich, more orange juice and peanut butter crackers and about 1/4 cup of pepsi. During this time approximately 1 hour had passed and patient's blood glucose was retested with the hospital's meter with a result of 93mg/dl. Cm stated that patient's blood glucose level prior to discharge was around 100mg/dl. Patient's total stay in the hospital was 16 hours. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.